Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction on field d10, **full name and therapy date were missing on initial medwatch** a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. E2 was inadvertently selected. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor had a b30 scope communication error. It is unknown when the issue was found. There were no reports of patient harm.